Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, reported that the customer's memoir device has missing dose number segments. The device, batch 0707c01 was manufactured in july 2007. A user is typically aware of this malfunction. The direction for use prohibits continued use. The actual complaint device was not returned for investigation; consequently a detailed investigation on the actual complaint device was not possible. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0707c01) was reported to have a battery sign which was blinking for a week and now it did not work. Segments were missing on the display at 10 oc. This humapen memoir complaint is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The complaint device was not returned. It was unknown if this humapen memoir was continued. Refer to results/conclusions section. Update (B)(4) 2009; changed malfunction field from 'yes cirm' to 'unknown' based on review of complaint ticket. Updated 24-nov-2009; changed malfunction field to 'no'. Update 08-dec-2009; additional information received 30-nov-2009; added lss summary to qc info tab; malfunction field changed to 'unknown'; device return status changed to 'no'; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added 'refer to results/conclusions section' to narrative. Edit 09-dec-2009: malfunction field changed to 'yes cirm'. Minor grammatical error corrected.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0707c01) was reported to have a battery sign which was blinking for a week and now it did not work. Segments were missing on the display at 10 oc. This humapen memoir complaint is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The return of the device was anticipated. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.